Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving unknown drug via an implanted pump. It was reported the patient was having an overdose due to drugs.